Event description:
Local wound necrosis, system signs of toxicity. Elderly diabetic on renal dialysis with recent arterial bypass rt foot. Necrosis of 3 toes (2-4) stable, amputated and dressing placed on open stump. During one week dressing was in place, tissue edges necrosed progressively and pt became confused, lethargic with elevated temp and septic/toxic signs, but when dressing discontinued pt "woke up" and temp curve, lab data and wound appearance all stabilized within 48 hrs. Nursing instructions misunderstood and dressing was in place (sponge and film) but with no suction for 3 days.